Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's first multifocal toric iol implanted in the right eye (od) was perfect. Pre-op -4.50+4.50x95, and post-op -0.25+0.25x95. The second eye, left eye (os) was -6.00+2.50x105 pre-op and +0.50+0.75x180. The patient was reported to be hyperopic with cylinder in flipped axis. Reportedly, the model zxt375 lens was used, with an expectation of residual at 92 degrees. The lens was explanted on (B)(6) 2018 and replaced with a different model iol, zxt300 (16.0 diopter). It is unknown exactly when the visual issues first started. There was no incision enlargement, no vitrectomy and no sutures were required at explant/exchange. There was no patient post-op injury and no complications reported. It was confirmed that the patient was well post-op. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Historical data analysis: the search in complaint history revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.